Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) replacement procedure due to lack of coverage. The patient was doing well postoperatively. The explanted device components will not be returned per facility policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: (B)(4); model: sc-2317-50; serial: (B)(4); batch: (B)(4).